Event description:
A medical center in (B)(6) reported that an iw910 mobile infant warmer had a broken heater case. The damaged case was observed prior to patient use.

Manufacturer narrative:
The complaint warmer head case was returned to fisher & paykel healthcare's regional office and service center in (B)(4). The damaged components are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the components and completion of our investigation.